Manufacturer narrative:
D4: model number: 72404127, lot number: 1000283551, model description: control pump fgs iz. B3 - date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted on an unspecified date due to unspecified reasons. The patient is now scheduled to have a new cuff implanted on (B)(6) 2020. Additional information received states that the previous information reported was a mistake. The patient's previous balloon and pump were explanted and the cuff was the only component that remained implanted. The reason for explanting the pump an balloon was not provided. The patient is scheduled to have a new balloon and pump implanted on (B)(6) 2020. Further additional information received states a new pump and balloon were implanted on (B)(6) 2020.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted on an unspecified date due to unspecified reasons. The patient is now scheduled to have a new cuff implanted on (B)(6) 2020.